Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported. It is not expected to receive this product for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).